Event description:
It was reported that the evacuator was received with a hair in the pack.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the evacuator was received with a hair in the pack. Per additional information received via email on 20aug2025, it was reported that they saw that there was hair in the sterile package and did not open it.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned two-photo sample noted one opened (with original packaging), closed wound suction kit. Visual inspection of the two-phot sample noted a strand of hair inside the product packaging. This does not meet specification per ip7600575, revision 15 which states "package and suction kit must be free from loose or embedded foreign matter". The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.